Event description:
A hospital in (B)(6) reported the torque limiter does not work.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.